Event description:
Healthcare professional (hcp) reports one incident of blood leak with the psn 210 dialyzer. Incident occurred at the start of the patient's treatment and was noted on leak alarm. Hcp stated that blood leak was checked with hemastix, which was negative. Blood was returned to the pt, with no blood loss. Treatment was resumed with new disposables and completed without further incident. No pt injury or medical intervention reported per hcp.